Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken wire. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed. There were no fragments that fell in the patient. There are no photographic images of the device(s) or a video recording of the procedure for isi review. The customer was unable to disclose patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys, cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation by fa: the instrument was found to have the conductor wire insulation retracted. The black insulation has somehow moved backwards along the wire. The retracted insulation exposed approximately .061" of the conductor wire. The conductor wire was not broken. The instrument passed the electrical continuity test. Visual inspection found no physical damage to the insulation.